Manufacturer narrative:
Sjm has limited information related to the patient's medical history an is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient has a cervical scs system. This issue is related to the thoracic system. It was reported the patient is experiencing pain at her scs ipg pocket site. Surgical intervention will be taken at a later date to address the issue.